Event description:
Additional information was received that the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were oversensing, r wave amplitude variation and inappropriate shock. As received, a partial lead was returned in two pieces for analysis with the helix found extended and clogged with dried blood/tissue. The reported events of oversensing and r wave amplitude variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During a clinic follow-up, r wave amplitude variation and episodes of oversensing resulting in inappropriate anti-tachycardia pacing (atp) were observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.